Event description:
It was reported the programmer displayed an "overheating" error message. The programmer worked fine otherwise. If the programmer displays the overheating error message again, it will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).